Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds. The lead was capped and replaced. The patient is enrolled in the product surveillance registry clinical trial. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 4076 lead implanted: 2011-(B)(6), 4024 lead implanted: 1996-(B)(6).